Manufacturer narrative:
Investigation conclusion: review of customer data indicates amplification of low-level viral load samples. Review of additional data provided by the customer indicates that samples yielded negative results on a repeated run. Retain testing yielded expected results. No false positives were observed in either the negative control or negative utm samples tested. Unable to duplicate customer complaint. Root cause:could not duplicate with retains. Unable to determine. Source: phone.

Event description:
Reported false positive sars result for 1 patient sample, received when testing samples for troubleshooting. It is unknown if the patient was symptomatic. The customer communicated the patient tested negative with another molecular (pcr testing) method.